Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality was found in the production process; all the test results were within the requirements of the product specifications. In response to the leakage at the septum, the plant has launched CAPA to trace and investigate its root cause. After the investigation, we found that leakage was caused by the septum (component of product) abnormality. Relevant improvement measures have been taken: clearly defined the placement time of the septum after production to ensure it undergoes sufficient cross-linking reaction. The factory will continuously track and analyze such complaints.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
When administering intravenous fluids to patients using a closed-system venous catheter, fluid leakage occurs at the isolation stopper. Risks to the patient include: 1. Loss of medication, compromising treatment efficacy; 2. Increased infection risk as the isolation stopper is compromised from its sterile, sealed state; 3. Secondary puncture required for replacement.